Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 07-sep-2020. The most recent information was received on 11-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') in a 40-year-old female patient who had essure (batch no. 925786) inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient experienced fatigue ("frequent fatigue"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced arthritis bacterial ("septic arthritis") with arthralgia. In (B)(6) 2020, the patient experienced allergy to metals (seriousness criterion medically significant). On an unknown date, the patient experienced gastrointestinal disorder ("bowel problems"), abdominal distension ("bloating"), flatulence ("frequent gas") and arthralgia ("frequent joint pain"). At the time of the report, the allergy to metals, fatigue, arthritis bacterial, gastrointestinal disorder, abdominal distension, flatulence and arthralgia outcome was unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, arthritis bacterial, fatigue, flatulence and gastrointestinal disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2020: nickel allergy. Lot number: 925786 manufacture date: 2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 07-sep-2020. The most recent information was received on 23-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') in a 40-year-old female patient who had essure (batch no: 925786) inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient experienced fatigue ("frequent fatigue"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced arthritis bacterial ("septic arthritis") with arthralgia. On (B)(6) 2020, the patient experienced allergy to metals (seriousness criterion medically significant). On an unknown date, the patient experienced gastrointestinal disorder ("bowel problems"), abdominal distension ("bloating"), flatulence ("frequent gas") and arthralgia ("frequent joint pain"). At the time of the report, the allergy to metals, fatigue, arthritis bacterial, gastrointestinal disorder, abdominal distension, flatulence and arthralgia outcome was unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, arthritis bacterial, fatigue, flatulence and gastrointestinal disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on (B)(6) 2020: nickel allergy. Lot number: 925786, manufacture date:2011-11, expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') in a (B)(6) year old female patient who had essure (batch no. 925786) inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient experienced fatigue ("frequent fatigue"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced arthritis bacterial ("septic arthritis") with arthralgia. In (B)(6) 2020, the patient experienced allergy to metals (seriousness criterion medically significant). On an unknown date, the patient experienced gastrointestinal disorder ("bowel problems"), abdominal distension ("bloating"), flatulence ("frequent gas") and arthralgia ("frequent joint pain"). At the time of the report, the allergy to metals, fatigue, arthritis bacterial, gastrointestinal disorder, abdominal distension, flatulence and arthralgia outcome was unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, arthritis bacterial, fatigue, flatulence and gastrointestinal disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test in (B)(6) 2020: nickel allergy. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.